Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a mid-urethral sling procedure performed on (B)(6) 2019 to treat stress incontinence. According to the complainant, the patient was seen at the outpatient department (opd) five weeks post procedure and a 5mm dehiscence of vaginal suture line midline was observed. A mesh exposure was then noticed upon further examination. Reportedly, the patient has not been treated as she had no symptoms. She is currently under observation and will have a follow-up check-up six weeks after the said visit.